Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during unpacking it was noticed that the mandrel of the catheter had broken into two pieces. It was assumed that the other broken piece was lodged in the catheter of the balloon. Reportedly, the balloon was never introduced into the patient¿s body. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device found no issues. The balloon was inflated using the syringe enclosed and no issues were noted. The guide wire was loaded into the introducer and was blocked at 155cm; it was then attempted to be loaded from the balloon tip and was blocked at 32cm. The catheter was soaked in hot water and the guide wire was loaded successfully through the introducer and balloon tip, and exited the ramp. The reported defect of the mandrel being broken in two pieces was not confirmed as the mandrel portion of the device was not returned. It is possible that catheter was blocked with contrast and after soaking this blockage was freed. The complaint was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. Therefore, the most probable root cause is handling damage. The device history record review confirms that this device met all material, assembly and performance specifications. A review for similar complaints was completed and there were no other complaints reported.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during unpacking it was noticed that the mandrel of the catheter had broken into two pieces. It was assumed that the other broken piece was lodged in the catheter of the balloon. Reportedly, the balloon was never introduced into the patient's body. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Reported event of the mandrel breaking in two pieces with one piece still in the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.